Event description:
On (B)(6) 2012, customer reported that the electrolyte injector cup (eic), on the lx20 pro instrument, overflowed. Customer stated that the leak was clear liquid and was approximately 300 cc in volume. No injuries were reported and no erroneous patient results were generated. Customer canceled the service request and stated that they resolved the issue by cleaning the eic. No further leaks were reported.

Manufacturer narrative:
Customer cleaned the electrolyte injection cup. (B)(4).